Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On (B)(6), 2010, the pt underwent what was reported as "normal procedure". The product suddenly stopped measuring values after three days of use. It was extracted but the product was not replaced. It was reported that the catheter was zeroed prior to insertion. The pt's position was not changed during use since it was during therapeutic hypothermia.